Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. When he opened the cassette door he found fluid leaking from the cassette following an "air detected in lines" cycler warning. The pt was advised to contact his pd nurse, the set was not made available for eval. During the follow up, the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conduction by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.